Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one coil perforated my fallopian tube and is now imbedded in my uterus') and embedded device ('one coil perforated my fallopian tube and is now imbedded in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and device expulsion ("one coil perforated my fallopian tube and is now imbedded in my uterus"). The patient was treated with surgery (having hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation, embedded device and device expulsion outcome was unknown. The reporter considered device expulsion, embedded device, fallopian tube perforation and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Reporter information added. Event medical device removal was updated to one coil perforated my fallopian tube. Events added- coil imbedded in my uterus, device expulsion and pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one coil perforated my fallopian tube and is now imbedded in my uterus') and embedded device ('one coil perforated my fallopian tube and is now imbedded in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and device dislocation ("one coil perforated my fallopian tube and is now imbedded in my uterus"). The patient was treated with surgery (having hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation, embedded device and device dislocation outcome was unknown. The reporter considered device dislocation, embedded device, fallopian tube perforation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. On 21-feb-2020: update of quality safety evaluation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.